Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were unremarkable. It was reported that the stent graft was implanted and it had to be torqued during insertion. The contralateral gate opened on the right side and during manipulation to cannulate the contralateral gate, the contralateral limb flipped over to the other side. This did not result in a complication and the contralateral gate was successfully cannulated and there were no endoleaks present. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: the delivery system was torqued during insertion. Conclusions: the delivery system was torqued during insertion.